Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: september 15, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The following complaint devices were received: one lcp one-third tubular plate with collar (part number: 241.361 , lot number: 7868113, manufacture date: december 08, 2014), one 3.5mm lcp anterolateral distal tibia plates (part number: 241.447, lot number: 9643216, manufacture date: september 21, 2015), fourteen unknown screws; two were broken, the rest were in fair condition. Both plates were visually inspected and were in fair condition with signs of being implanted and removed. No issues were found with the plates or the non-broken screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 the patient was implanted with two plates and fourteen screws to repair the tibia and fibula. In (B)(6) 2015 an infection was diagnosed, however he did not receive treatment until march 2016. An explant surgery was planned for when the surgeon felt the patient was healed. The patient did state that he had an infection five days prior to the initial surgery, but was cleared by the surgeon to move forward with surgery. It was reported that the explant surgery was performed on (B)(6) 2016. During the surgery, two of the screws were found to be broken. There was a delay in surgery as the surgeon had to extract the fragments. An x-ray from (B)(6) 2016 reportedly showed the patient a thin circular fragment still in his bone. This is report 3 of 4 for (B)(4).